Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. The customer reported that a dialysis catheter was placed in 2007. During an x-ray procedure in months later, a piece of the guide wire was seen in the hepatic vein towards the inferior vena cava pt. The pt underwent a surgical procedure in which the surgeon attempted to retrieve the piece of guide wire, but the surgery was unsuccessful. The pt is now being treated at another hospital, where they will try to remove the guide wire again.

Manufacturer narrative:
The catheter is believed to be a mahurkar maxid 14,5 fr x 28 cm and the piece of guide wire that broke off is approximately 23 cm in length. An investigation is currently under way. Upon completion, the results will be forwarded.